Event description:
Medtronic legal received information from the attorney of the family on september 09, 2021 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer rings. Reporter alleges that the use of medtronic insulin pump caused personal injuries to the customer on multiple occasions. The dates of the adverse event were as follows: (B)(6) 2019; (B)(6) 2019 and (B)(6) 2020. No further details were provided. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 145 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.